Event description:
She states that approximately two months ago, she sustained a broken right hip following a ground level fall (glf). She was seen and evaluated at a hospital and underwent surgery about two months ago. Following her initial post-operative period, she was discharged to a skilled nursing facility (snf). She states that she has continued to have significant pain in her hip and has been unable to bear any weight on it. Her most recent x-rays were concerning for failed hardware and she was therefore referred to our clinic for further evaluation and management. Physician notes state: "failed with protrusion of the blade through the head into the socket." Procedural note: "removal of hardware from right hip, revision of the intertrochanteric fixation to synthes intermediate length nail 11 x 125. We used a compression screw this time. The hardware removed was a synthes short trochanteric fixation nail (tfn) with a helical blade, and it was 11 x 130 nail."